Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that he attempted to bolus for breakfast and the buttons of the infusion device did not work. There were no alarms or error codes indicated on the display. His blood glucose was elevated to 200 mg/dl. His normal blood glucose level is 100 mg/dl. He switched to his back up infusion device. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.